Manufacturer narrative:
A ge service representative performed an on site investigation. The power cord was repaired and the interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9600 system would intermittently power off then on during a case. The procedure was completed without incident. No patient injury was reported.